Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from the patient that their device has been scheduled for replacement sooner then expected. Technical services (ts) discussed what normal predicted implant time was for this model device and noted upon explant and return of the device, analysis would be able to determine if the pacemaker was depleting at a normal rate. No adverse patient effects were reported.